Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call two alarms on the insulin pump. Customer's blood glucose level was 7.2 mmol.l. Customer advised the motor arm cannot communicate with the main arm. Customer advised in addition to that the insulin pump had detected a software error. Customer advised they received after they calibrated they received one of the alarms and the second alarm occurred after doing nothing. Customer was able to perform the self-test and passed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump errors were found in the pump history due to a software error. The pump was received with minor scratches on the lcd window, a scratched case, keypad overlay texture damage and a pillowing keypad overlay.